Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 33.3 mmol/l with symptoms of dehydration and nausea, associated with an alleged call service alarm issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient received a call service 064 and did not respond appropriately to the alarm. Customer support determined the patient's blood glucose excursion was associated with a training/misuse issue. This complaint is being reported because the patient experienced hyperglycemia associated with user error.